Event description:
I tried to use a new freestyle libre 2 sensor. I noticed it didn't have an alcohol pad to clean my skin where I need to put the new sensor. I called free style and spoke with (B)(4) on (b)(6 2023 at around noon eastern. He told free style no long provides alcohol or cleansing pads. He suggested I use unscented soap and I go to a pharmacy to get it. I told him I'm not near a pharmacy and he didn't know how to help me. I asked for a manager to help me. Asked to speak to a mgr. I will try and get to pharmacy, but until that time I can't monitor my blood sugar levels. This could led to a dangerous high spike in my bg(blood glucose.) A manager mr. (B)(4) (refused to ID "himself") gave conflicting info - unsure what to do.